Event description:
It was reported that the reservoir had air bubbles and that the customer experienced high blood glucose levels. The blood glucose reading was 247 mg/dl. The customer stated that he had a hard time pushing on the plunger to get the air bubbles into the tubing and out of the insulin pump. He observed a lot of resistance while pushing on the plunger. Advised that the reservoir may have had an occlusion. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-23471.